Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damage observed on the formed needle and slide retract indicates that the formed needle was incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated from the slide retract during deployment. The formed needle being unseated from the slide retract prevented it from retracting after deployment.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 302 mg/dl. The pod was worn longer than 48 hours. The pod site was irritated and puss was discharging from the location.